Event description:
The customer reported the system would not produce an image in mag 2 mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the frame grabber module in the image processing computer. The system operates as intended.